Manufacturer narrative:
(B)(4). As the device was not returned, a cause for the reported difficult to remove could not be determined. A device can be difficult to remove due to a number of factors including, but not limited, to tissue compaction that results in a distal force being applied to the locator wings, bending them distally, and restricting their proper retraction into the delivery tubeset and manufacturing. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. A review of the complaint query database was performed and there does not appear to be any indication of a lot specific manufacturing or product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the starclose se, attempted arteriotomy closure of a right femoral artery after an interventional procedure. Reportedly, after placement of the device and completion of the four deployment steps, which includes clip deployment, the device would not release from the anatomy. As per the instructions for use, the access buttons were used to release the device from the anatomy. Hemostasis was achieved using direct pressure. There was no adverse patient sequela. Though requested, no additional information was provided.